Event description:
The customer returned the device stating, ¿the battery compartment was cracked at the latch¿; during device evaluation it was found the downstream occlusion sensor was faulty. The event occurred during testing.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the battery compartment was cracked at the latch¿ was confirmed through visual inspection. Further investigation found upstream occlusion (uso) and downstream occlusion (dso) seal delamination, battery door springs damaged, usb port damage and corrosion, motor exceeds 6 million rotations, camshaft occlusion alarm, internal casing contamination, dso sensor fluid ingress, latch/lock sensor corrosion, scratched lens, latch/lock mechanism corrosion. Due to extensive nature of damage and corrosion/contamination the pump has been determined to be beyond economical repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.